Manufacturer narrative:
Batch review performed on 27 may 2019: lot 141417: (B)(4) items manufactured and released on 23-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of anterior knee pain and the cause of pain is unknown. The surgeon resurfaced the patella and revised the poly 2 months after primary.